Event description:
Boston scientific received information that during this implant procedure, a perforation occurred during the attempted implant of this lead. No adverse patient effects were reported.

Manufacturer narrative:
No other adverse events have been reported. This product issue will be updated if additional information is received.